Event description:
Report of death, post eswl procedure. Two pts were treated with device on (B)(6) 2013 for lithotripsy. Received report on (B)(6) 2013, that first pt treated died post eswl procedure after discharger from the facility.

Manufacturer narrative:
Device and evaluation completed, and systems verified to be performing within manufacturer's specification.